Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced a low blood glucose of 2.3 mmol/l and treated with food. Customer current blood glucose level was 14 mmol/l. Customer had symptoms like dizziness and hot flashes. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer stated that the auto mode feature was active at the time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer alleged the insulin pump was possibly over delivering insulin because of hypoglycemia. Customer was assisted with troubleshooting for low blood glucose. Customer also stated that during the last set change they recalled insulin dripping or squirting from end of set before connecting at their site. The device will not be returned for analysis.